Manufacturer narrative:
G2: the country of the event is republic of korea. H3. Device evaluation summary: product analysis #708667480: product: 8670055 lot: it18d001 visual and microscopic examination confirmed that the tap was broken. This failure is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative via a manufacturer representative regarding a device used for tlif procedure. It was reported that the tap was broken. There was no patient involved.